Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, it was alleged that the pump was not "regulating the correct amount of insulin" being delivered. The customer consumed carbs to address the low bg. In addition, it was reported that multiple unspecified alarms occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.